Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room after having symptom of seizure at home. The seizure was reported by the caregiver that observed the symptom when the event occurred. The patient did not have seisure symptoms before implant. The patient was admitted for monitoring treatment. The system controller did not show the pump parameter when the display button was pressed. It only showed the recent alarm history. The battery button also did not work. The controller was exchanged to the backup controller. There was no alarm when the controller issue was recognized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological issues and patient outcome could not be conclusively determined through this investigation. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.